Manufacturer narrative:
The reported events were dislodgement, oversensing, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. A complete lead was returned for analysis. The lead was returned with the helix extended and clogged with blood / tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of oversensing was not confirmed. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the procedural damage found at the connector region.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Upon interrogation, the right atrial (ra) lead exhibited far r oversensing. Fluoroscopy was performed and revealed a dislodgement of the ra lead. During the procedure, the ra lead had helix mechanism issue resulting in failure to retract the helix. The ra lead was then explanted and replaced on (B)(6) 2024. The patient was in stable condition.